Event description:
Caller reported cartridge alarm 20. Blood glucose level remained below 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Customer switched to manual daily injections (mdi) and referenced an out-of-warranty loaner pump case for resolution.